Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of p waves, with a supraventricular tachycardia (svt) suspected. Technical services (ts) was consulted and discussed stored data. This device remains in service. No additional adverse patient effects were reported.